Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to be unable to power on using either ac or dc power sources, due to a depleted battery. Internal inspection revealed a misaligned power connector and damaged power supply. The display does not illuminate; in this condition patient monitoring would not be possible. No device shut-down was observed during analysis. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the rad-8 monitor will only power on with ac power connection, and powers off immediately if not plugged in. No consequences or impact to patient were reported.